Event description:
A health care professional reported with the description, intra ocular lens was defective. Additional information was received, the lens was not implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).